Event description:
Customer reported a persistent error related to cartridge changes in their pump, which had been occurring for several months. Despite this ongoing issue, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided troubleshooting guidance, yet the customer was unable to successfully load a new cartridge despite following instructions. As a resolution, the customer was informed about the steps to take upon receiving a loaner pump, and a loaner pump was sent to address the problem.